Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the recurring failures in drawers 3.1 and 3.2, with slide resistance on 3.2 and drawers not detected on the bus. A field service engineer (fse) transferred cubie pockets to a replacement drawer and tested successfully in hardware test application (hta). The replacement drawer was configured in the application, inventories were completed. Additionally, as a preventive maintenance, a worn keyboard cover was also replaced. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple drawers required maintenance followed a power outage. The user attempted to recover storage space, power cycle the system, and unplug the unit; however, the issue persists. Drawers 3.1 and 3.2 were not being identified by the system. Additionally, the refrigerator continued to have access issues for nursing staff. Prompt maintenance was required. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.